Event description:
Resmed was notified of a pt's death through service of a lawsuit. The deceased's family complaint alleges product defect and negligence relating to the mfg, design, installation, distribution, repair and/or service of a resmed CPAP device.

Manufacturer narrative:
The device was not returned to resmed. The serial number and product code were not provided. Resmed has requested all relevant info relating to the event be provided so that further eval could be performed.